Manufacturer narrative:
The insulin pump was received intermittent button response due to moisture damage keypad trace. Numbers do not ramp up on its own or scroll bar moving with no input. No audio beep anomaly noted during our testing. The insulin pump has minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip.

Event description:
Customer reported via phone call that they were at the movies and after eating popcorn they went to bolus and the numbers on the screen of the insulin pump started scrolling and the insulin pump beeping. Customer had to remove the battery. Blood glucose value was 168 mg/dl and when getting back home, it was 268 mg/dl but customer had disconnected from the insulin pump. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.